Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported monitor displays an error message that the speaker is not working and the monitor needs to be switched off. The device was in clinical use at the time the issue was discovered. There was no reported harm to patient or user.